Manufacturer narrative:
No device returned for testing. Insufficient information provided. Due to the lot number or item number being provided, investigation cannot be initiated. No investigation completed.

Event description:
End user describes that the quality difference in manufacturing sites of the syringes is substantial. User describes the feeltech syringes (south korea) as superior and those that are manufactured in china (berpu) are inferior. User provided examples such as; berpu syringes have no plunger stop preventing the plunger from being pulled out. The feeltech syringes are much more lubricated, making the plunger glide much more smooth. Feeltech polybags are easier to open.